Event description:
The customer reported the system is not displaying images or producing x-rays. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the battery pack and reseated circuit cards and connectors. System operates as intended. (B) (4).